Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the stockert s3 roller pump module stockert s3 console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the stockert s3 pump stopped during a procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
The device was returned to sorin group (B)(4) for evaluation. The reported issue could not be reproduced. The device worked as specified. Internal inspection of all connections and pcbs were checked. Extensive soak testing was performed. No problems occurred. The unit was released to the customer and no report of re-occurrence has been received. Sorin group (B)(4) stated that no further investigation is required. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report that the stockert s3 pump stopped during a procedure. There was no report of patient injury.